Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The device is pacing in voo mode at a rate of 120, however, the interrogation could not be completed. An out of range telemetry message was received. The device was successfully replaced and has been returned to guidant for analysis. No adverse patient symptoms were reported.